Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer's mother that the customer had an excessive no delivery alarm error after customer jumped into a pool. Customer's mother stated that the error occurred even after a battery change. Customer's blood glucose level was 189 mg/dl. Insulin pump will be replaced. No additional information provided.